Manufacturer narrative:
Additional information on (B)(6) 2018, indicated that the date of event was on (B)(6) 2018. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient was having breast augmentation revision for unknown mentor saline breast implants, and the right implant discovered to be deflated during the surgery. The implant was removed and replaced with serial number (B)(4), and the left with another implant serial number (B)(4) on (B)(6) 2018.